Event description:
A patient's capillary sample was tested, using the aviva system, with a result of 45 mg/dl. An additional venous sample, obtained from the same patient, was immediately retested on the aviva system with a result of 308 mg/dl. Patient's blood glucose was reportedly retested, using a different vial of test strips, with a result of 35 mg/dl. Patient was treated a glucagon injection. Following the glucagon injection, patient's blood glucose measured 95 mg/dl on an unspecified device. The manufacturer requested that the suspect products be returned for evaluation.